Manufacturer narrative:
Reported event: an event regarding altr involving a unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: it was reported that patient hip was revised due to altr. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a rtha with abgii modular in (B)(6) 2011 experienced osteolysis, necrosis, adverse local tissue reaction and pain. Plaintiff underwent girdlestone surgery on (B)(6) 2021. During the procedure it was noted ¿posterior wall was quite deficient, the superior dome was intact but there was a medical wall defect.¿ ¿the modular neck was removed¿and found to be coated with black material. Severe bone destruction was noted around the acetabular at this time.¿ ¿in (B)(6) 2021, the plaintiff underwent a surgery to attempt to implant an artificial pelvic model. However, this procedure was unsuccessful and the plaintiff has been left wheelchair bound.¿